Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the lad. Following day, during a staged procedure, a resolute onyx was also implanted in the 1st obtuse marginal. Approximately 12 months post procedure, patient suffered chest pain - acute coronary syndrome and revascularization of the target vessels. Two stents were implanted; one in the lad and the other in the cx. Patient recovered. Investigator assessed event is not related to device or anti platelet. Sponsor assessed event is possibly related to device but not related to anti platelet. Cec adjudicated event a non-q wave mi of target vessel 3rd udmi spontaneous and revascularization is not an event.